Event description:
Per the clinic, the device was explanted for unreported reasons. Additional information has been requested, but not provided as of the date of this report, (B)(4) 2013. The device was explanted on (B)(6) 2012. It is unknown if there are plans to reimplant the patient with another device.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2012, due to extrusion of the receiver-stimulator. During the same surgery, the patient was reimplanted with a new device. (B)(4).

Manufacturer narrative:
(B)(4)